Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.

Event description:
These metal shavings were found between the bone and plate of an olecranon plate. This was after a locking screw was put in once then taken out. Then put back in again. Metal shavings were not found until after the rest of the screws were put in but they were on the same side as the screw that went in and out twice.